Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image did not appear on the monitor that was turned on. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus medical systems india private limited (omsi). The evaluation of the device confirmed the followings; the led on the front panel did not light due to a circuit board failure. Monitor remote function was not worked due to a circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Six years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to aging deterioration of the printed circuit board.